Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the voltage of one the cell pairs was below the voltage threshold. It was noted that there was a time difference of 1314 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The most likely root cause of the reported event can be attributed to an expected degradation as a result of non-usage over time. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. The patient is a participant in the endurance supplemental trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.